Event description:
It was reported that during ICD change out there were difficulties disconnecting lead from header. After removing silicon sealing cap, the screw was able to be loosened. Patient condition was good after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of difficulty loosening the set screw was confirmed in the laboratory. The atrial ring set screw was found to be stripped, which resulted in difficulty loosening the set screw.